Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that during response to a patient suffering a cardiac arrest, the customer opened the lid and powered on their device but no voice prompts could be heard. The customer indicated that they connected the defibrillation electrodes and continued CPR. While CPR was being performed, the customer indicated that the device charged defibrillation energy and delivered a shock. The customer indicated they felt a shock through the patient, but there was no report of any injuries to the user sustained from this shock. The customer then proceeded with CPR on the patient until the local als team arrived and continued patient care, which was explained to be approximately two (2) minutes. The customer did not have any additional information on the patient event and it is unknown if the patient survived the event.